Event description:
The technician alleged the brake set but is not holding on the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the foot brake steer horn and stem to resolve the issue.